Event description:
It was reported that when using the bd pyxis¿ medstation¿ es uhmcrhpx5a_main, cubie legacy drawers 4.1 and 4.2 failed during use. Both drawers subsequently exhibited a series of clicking sounds, opened briefly, and then immediately failed, entering an unrecoverable state. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-aug-2012 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the main drawers 4.1 and 4.2 were failed and went into unrecoverable state. A field service engineer identified that half-height legacy main drawers 4.1 and 4.2 were double-clicking and remaining open, including during hardware test application (hta) diagnostics, performed multiple troubleshooting steps and consulted with a senior fse; however, the root cause could not be determined, replaced the pyxibus module controller (pmc) board, retractor band, latch sensor, and cleaned the inseparable, but the issue persisted and both drawers continued to fail, subsequently reverted the configuration, which allowed successful recovery of the drawers and cubie pockets. The system functioned as intended after the field service engineer repaired the device.